Manufacturer narrative:
This report filed january 8th, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced performance decrement with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.